Event description:
The customer stated that there was liquid leakage from the connection part between the yellow connector and the tube, at the syringe connection site. There was no patient involvement. Evaluation of the returned device was confirmed the leaking during analysis.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: the device was returned for evaluation. The device was visually inspected and there were no damages or anomalies observed. Functional test was performed and the cassettes were to be filled with 250ml of water. A leak was observed between the tubing and female luer of the cassette. The luer tube bond was separated and the tube and bond pocket was observed. The complaint of leakage can be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.